Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Subsequently, the pump shut down. Reportedly, the customer was able to successfully charge the pump using a different wall adapter. Customer¿s blood glucose (bg) value was 53 mg/dl. The customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin and resulted in a low bg. Customer consumed carbohydrates to address bg.